Event description:
It is reported that in 2006, the surgeon cracked the patient's calcar while implanting the stem.

Manufacturer narrative:
Evaluation summary: stem and rasps were inspected and found to be per print specifications. No non-conformance in dimensional specifications was found. Patient weight, build, and activity level are unknown. Cause cannot be definitively determined. Fiber metal on stem exhibits evidence it was inserted. Stem conforms to applicable top/side view overlay. Rasps used in surgery have minor gouging damage along edges, and have a potential field age of eight to ten years. Device history records are intact, conforming and indicate manufacture to specification.